Event description:
Procedure: laparoscopic hepatectomy. According to the reporter: trying to retract the paddle, a doctor found the introducer part got broken. It was confirmed that nothing fell into the cavity. A new one was opened to complete the case with no problem. No patient harm. The patient is currently doing well. The operating time was not extended. There was no additional tissue resection or tissue damaged. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).